Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. The pt was not hospitalized for the event. Two days after onset, the pt started treatment for peritonitis with vancomycin (inj) injection (1 gram, once daily and once in 4 days ip-intraperitoneally) and fortum inj (1.5 grams, once daily and ip, frequency not reported ). The outcome of the peritonitis was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.